Manufacturer narrative:
Follow-up #1 09/17/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 08/21/2013 with the following findings: when attempting to power on the pump, the pump emitted a vibration but the display screen remained blank; the pump was unable to fully boot. The pump was unable to be downloaded to review the history because the pump was not able to fully boot. The pump was opened and moisture damage was found on the pump microprocessor. The reported blood glucose issues were unable to be investigated; no conclusions could be drawn related to the complaint.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had elevated blood glucose levels. The reporter stated that they were not sure why and thought it may have just been at night but was unsure. The reporter indicated that it was unclear if the issue may have been a pump issue or a site issue. The reporter indicated that the main reason for the call was to order a new pump. Troubleshooting was unable to be completed during the call due to the call being dropped. Animas attempted to follow up with the reported but was unsuccessful at this time. There is no blood glucose provided to assess for an adverse event. This report is made based on the implied allegation of a pump delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.